Event description:
The customer reported that the philips device caused a blister on a critically ill premature baby.

Manufacturer narrative:
(B)(4). The customer reported that the philips device caused a blister on a critically ill premature baby. The pt was a (B)(6) preemie. The pt's condition was critical to begin with because of size ((B)(4)). The pt (baby) died the next day but not due to the device, due to baby's underlying condition. It has been reported there were problems seen with a (B)(4) module connected to (B)(4) with intellibridge interface. In the conversation it was mentioned the set the temp to 40 degrees celsius. When checking the sensor site they noted that baby was burned (only blisters as confirmed). The available info indicates that the burn was not a serious injury. The clinicians changed the site and reduced temp to 37 degrees celsius and had no further issues. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.